Event description:
On (B)(6) 2025, a sales representative reported via email that a patient had experienced a troch fracture, which was stabilized with implantation of a nail at a previous date. The patient returned for a follow-up on (B)(6) 2025, during which the locking lag screw was observed protruding laterally. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an x-ray reveals an image of a lag screw that could have loosened or migrated. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.